Event description:
It was reported that there was damage to the pneumatic tap. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.